Manufacturer narrative:
Citation: novick wm et al. Medtronic freestyle valve for right ventricular reconstruction in pediatric ross operations. Ann thorac s urg. 2004 may;77(5):1711-6. Doi: 10.1016/j.athoracsur.2003.10.006. Earliest date of publish used for event date (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the early outcomes with the use of the medtronic freestyle valve for right ventricle to pulmonary artery reconstruction in children operated on for left ventricular outflow tract obstruction using the ross technique. All data were collected from a single center between january 1998 and december 2001. The study population included 16 patients (predominantly male; mean age 14 years; mean weight 49 kg), 11 were implanted with medtronic freestyle bioprosthetic valves (no serial numbers provided). Among all patients, one death occurred 24 hours post implant. No other details were reported. Based on the available information, medtronic product was not directly associated with the death. Among all patients, adverse events included: obstruction requiring cardiac catheterization with unsuccessful balloon valvuloplasty, mild-moderate pulmonary insufficiency, and increased pressure gradients. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.